Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection of the actual sample showed the device to be wet from priming and without blood contact. Functional leak testing of the dialysate side was performed, and a leak occurred due to a crack in the header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the crack was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external leak was observed originating from the header cap on venous side of a polyflux 140h set during prime. There was no patient involvement. No additional information is available.